Event description:
Healthcare professional reported left side deflation. Healthcare professional reported "drained to measure volume" which is not device-related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed opening striated on radius side assessed as surgical damage. Deflation-ndr: not applicable as the event is not related to the device. User error: the shell was drained to measure volume. Additional observations: crease flat observed. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.